Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress and loss of aspiration event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during insertion for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and no irregularities were noticed during preparation. The sheath was placed into the left atrium. Then, the dilator and wire were removed, and aspiration was performed without problems. The sheath was connected to the flushing system. After preparing the farawave catheter, the catheter was inserted into the faradrive sheath so that it was visible inside. After that, aspiration was attempted, but air bubbles kept appearing. Air bubbles were visible in the sheath flushing line. Aspiration could not be performed. The flushing system was checked and everything was fine. The sheath was then replaced with a new sheath, and the procedure was successfully completed. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and no irregularities were noticed during preparation. The sheath was placed into the left atrium. Then, the dilator and wire were removed, and aspiration was performed without problems. The sheath was connected to the flushing system. After preparing the farawave catheter, the catheter was inserted into the faradrive sheath so that it was visible inside. After that, aspiration was attempted, but air bubbles kept appearing. Air bubbles were visible in the sheath flushing line. Aspiration could not be performed. The flushing system was checked and everything was fine. The sheath was then replaced with a new sheath, and the procedure was successfully completed. No patient complications were reported. The sheath is expected to be returned for analysis.